Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving unknown medication at an unknown dose/concentration. Their indication for use was noted as spinal pain. An empty pump was reported; the pump alarm that was occurred as an empty pump. The reporter had access to the patient as well as a physician programmer (8840). The pump went empty 2 to 3 weeks prior to the report, the event date for the event was indicated to be (B)(6) 2015. The patient had missed a refill. No patient symptoms were reported. Additional information has been requested regarding additional medication information, what actions/interventions were taken to resolve the empty reservoir, what the cause of the empty pump had been and if the empty reservoir was resolved but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from an hcp. The pump was still functioning and was refilled on 2015 (B)(6) without complication. The pump was delivering intrathecal morphine, clonidine, and bupivacaine. The initial concentrations and doses were morphine was 25 mg/ml delivering 19.049 mg/day, bupivacaine 12.5 mg/ml, and clonidine 500 mcg/ml. The pump was programmed on 2015 (B)(6) with morphine 50 mg/ml at 30.006 mg/day, bupivacaine 25 mg/ml, and clonidine 500 mcg/ml.